Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10171. It was reported the pt is experiencing pain at the ipg site and ineffective stimulation. Diagnostic testing identified impedance issues on several of the scs lead contacts. It was noted the pt had suffered numerous falls, after which the pain at the ipg site began. The pt has requested that her scs system be removed. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.